Event description:
Following the implant of the trial evoke spinal cord stimulation (scs) system, the patient developed an allergic reaction on their upper torso. The patient was evaluated in the emergency department and pain clinic. The patient reported a relevant history of previous allergic reactions during an epidural procedure, attributed to cleaning agents.

Manufacturer narrative:
Second lead info: product - evoke cap12 trial percutaneous lead kit - 60cm, model - 102880, catalog - 3016, lot# - 9017505882, manufacturing date - 6jun2024, expiration date - 6jun2026.